Manufacturer narrative:
E1: (B)(6) hospital. Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
E1: department of cardiovascular surgery, (B)(6) hospital. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to an interventional percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the device was successfully pre-flushed prior to use; however, when the device was inserted in the vessel, no blood flow was observed at the marker lumen. Upon device removal, an attempt to flush it with fluid failed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.